Manufacturer narrative:
Batch review performed on 15 october 2024. Lot: 2402631: (B)(4) items manufactured and released on 10-july-2024. Expiration date: 2029-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
The day after the primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the cup, head, and liner. The surgery was completed successfully.